Manufacturer narrative:
This supplemental correction report was filed as the report (2124215-2025-64460) was submitted in error and this event was already covered in report: 2124215-2025-64679.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not successfully implanted due to product performance anomaly. A new device of the same model was successfully implanted. The ICD was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not successfully implanted due to product performance anomaly. A new device of the same model was successfully implanted. The ICD was returned for analysis. No adverse patient effects were reported.